Event description:
Customer states she was going up a ramp on the sidewalk and the chair tipped over and broke the joystick.

Manufacturer narrative:
(B)(4) -- follow up # 001 -- (B)(4) issued mfg report 1525712-2013-02407 indicating no injury to event. Additional information received where end user now stating that she sustained a back injury in this event. She denies seeking medical attention or intervention. Extend of injuries not known at this time. (B)(4) -- initial report indicated manufacture as invacare (B)(4).

Event description:
Customer states she was going up a ramp on the sidewalk and the chair tipped over and broke the joystick.